Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 400mg/dl. Troubleshooting was performed and pump passed delivery system check. Customer delivered a manual injection to stabilize her blood glucose level.